Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the difficulty recharging and the stimulation being in the chest was due to the lead being placed too high. The patient has had many surgeries so it's hard to do stuff. The patient noted that they have a cage as well. The doctor went back in and replaced the patient's leads. The charging difficulty and stimulation being in the chest has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-oct-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant she has had difficulty recharging the ins. The patient reported that on (B)(6) 2020, she had revision surgery where the healthcare provider (hcp) moved the leads down. Pt states that she had revision surgery because of her charging issues and because she was only feeling stimulation in her chest area.  The patient had spent 1 hour trying to charge the neurostimulator (ins) and the recharger paddle was directly over the implant, but she wasn't able to establish a charging session. The patient was walked through the charging screens and the patient noted that she saw recharging excellent, and that the ins is at 60%. Reviewed best charging practice and the charging screens with the patient. The patient doesn't use the belt, and doesn't charge lying down because she was not able to establish a charging session. The patient was able to connect more easily standing up, but noted that charging is a "hassle" with the equipment. Throughout the call, the patient confirmed that she was able to re-establish a charging session when the charge was interrupted, and see recharging excellent on her screen.